Event description:
It was reported that the right ventricular (rv) lead impedance dropped when programmed to bipolar. The rv lead impedance was within normal range when programmed to unipolar. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.